Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side "the structure of right implant is pulled, have some fluid out side of capsular, have some right breast cyst, structure of right breast cyst is not normal at the position." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "the structure of right implant is pulled, have some fluid out side of capsular, have some right breast cyst, structure of right breast cyst is not normal at the position." Device has been explanted.